Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, the right atrial (ra) lead was noted to exhibit high capture threshold. The ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.